Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting false negative reaction in the anti-a (forward portion) of mts abd monoclonal rev grouping cards mts lot# 102816037-04 exp 09.12.17. In use since (B)(6) 2016 and 0.8% affirmagen. Testing was performed using the ortho provue analyzer and repeated in tube method. Patient with a previous history of a positive was tested on (B)(6) 2016 getting on the following results on provue: tested on (B)(6) 2016. Previous history: a positive. Forward: anti-a - negative; anti-b - negative, anti-d, - 4+. Reverse: control - negative; a1 cell - negative, b cell - 4+. Confirmation in tube with ortho bioclone antiserum. Anti-a - 2+; anti-b - negative; a1 lectin - 1+w. With the results customer concluded a possible a variant d positive patient. Customer testing with anti-a and anti-b bioclone. Because of the discrepancy with lot 091416037-12, customer repeated testing on ortho provue switching to a new lot of mts abd/rev gel cards lot #102816037-04 which showed the same results. Customer is concern about the gel cards and the failure to react stronger on the anti-a well. Customer thinks the gel cards are not working well. Event on (B)(6) 2016 frequency: 1x phs. Microtubes/wells or cell (donor #) affected: anti-a microwell. Methodology used: provue. Test repeated: yes. Method to repeat: tube. Qc for today: pass with no issues. Alba q check lot#v176716 exp 01.03.2017. Cards /cassettes/ storage condition temperature: ok. Visual appearance before use: ok. Stored underneath direct light source: yes/no - no. Repeated testing to confirm blood type with a different lot of gel cards having the same results. Performed anti-a1 lectin testing.